Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine change out of another manufacturer's device, this right ventricular (rv) lead was stuck in the device header. The lead was successfully removed from the header and inserted into the replacement device. It had been noted that this chronic lead had exhibited low r-wave measurements, low pacing impedance measurements, and high threshold measurements through the chronic device. Through the replacement device low pacing impedance measurements and no sensing were noted in bipolar configuration. The new device was programmed to unipolar and this chronic lead remains in service. No adverse patient effects were reported.